Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation. The root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Multiple attempts have been made to obtain additional information from the customer concerning the reported event and no information has been received. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument would not complete the process of sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci procedure, the surgical staff noted that the endowrist one vessel sealer would not complete the process of sealing. There were no reports of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
Additional information can be found in the report. Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation was unable to confirm the reported complaint because the device was returned in a condition where the sealing function could not be tested. Instrument failed to pass self-test on multiple attempts even after the blade track was cleaned out. After additional observation, the instrument knife blade was pulled out of the garage for inspection and it was found bent at the knife and cable interface. Electrical continuity passed. Advanced failure analysis (afa) reviewed the logs and found the pedal press duration (sealing time) logs of this instrument show that the sealing time increased from ~4s to ~9s during the first half the instrument's use. Later, the pedal press time dropped back down to 2-6s, however there are still a few seal events that are >8s. The long seal times towards the end of the instrument's use could be indicative of the complaint source; however, the pedal press times logged do not confirm a true vessel sealing issue. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.